Manufacturer narrative:
Customer reported interaction number: (B)(4). It is unclear what this number is. B3: date of event - the date of event is unknown, and 01 jan 2026 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding empty lifecare container 100 ml size in which it was stated the preparation for hydromorphone (batch: 50953) was inspected and particulate matter was found in the lifecare container. There was no patient involvement.